Event description:
It was reported by a local distributer that a patient's vns generator and lead were replaced. The reason for lead replacement was identified as a broken lead. The generator was stated to be unable to interrogate due to battery depletion. The explanted products have been received and analysis is underway but has not been completed to-date. No additional relevant information has been received to-date.

Event description:
Analysis was completed for the generator. The reported end of service and low battery was confirmed. Measurement of the battery voltage determined that the battery was depleted. The end of service condition was the result of normal, expected battery depletion. The reported failure to program was also duplicated during analysis and determined to be the result of normal battery depletion. The device performed according to functional specifications and no abnormal performance or any other type of adverse condition was found. Analysis was performed on the returned lead portions and the report of lead fracture was confirmed. Several coil breaks were identified. Scanning electron microscopy was performed and identified several areas as having extensive pitting which prevented identification of the coil fracture type, however, pitting was observed on the coil surface. The remaining broken coil strands were identified as having evidence of a stress induced fracture and fatigue stress induced fractures with mechanical damage and no pitting or fine pitting. Abraded openings were found on the outer and inner silicone tubes, which most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids found inside the outer and inner silicone tubes. With the exception of the observed discontinuities, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure.